Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump alarmed for failed battery test. The customer's blood glucose level was 200 mg/dl. Troubleshoot was conducted. The customer states the battery compartment had seared spots. The customer was advised the pump would be replaced and returned for analysis.